Manufacturer narrative:
Corrected fields: g2 (health professional was inadvertently checked) this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with foreign material, however, the specific material could not be identified. It was also noted that the nozzle was not deformed. It is likely foreign material remained in the device because reprocessing was not performed according to the instructions for use (IFU). The event can be detected by following the instructions for use (IFU) which state: "8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] inspection of the water feeding function 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that a crease was found on the evis lucera elite gastrointestinal videoscope insertion tube. There was no report of patient harm associated with this event. During evaluation of the returned device, the evaluation found there was foreign objects clogging the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation. The customer reported to olympus that it is unknown if the endoscope was used for a procedure with the foreign material attached.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's complaint was confirmed and likely due to the resin became cracked due to chemical stress applied during the cleaning process. In addition to the findings reported, the following non-reportable malfunctions were identified: the bending angle in up direction and the play of the up/down knob does meet specification; adhesive on rubber has white clouded area, chipped, cracked; peeling around the objective lens and light guide had a crack; scratches on various parts of the device; connecting tub buckling; light guide lens cracked; connector cracked and damage or deformation due to handling. The customer provided to olympus the following information related to reprocessing of the device: the device was cleaned, disinfected and sterilize before returning to olympus. The customer was unable to identify when the foreign material adhered to the scope. The customer believes the foreign material is towel fibers. The customer reports a delay in the start of pre-cleaning. The air/water nozzle was flushed with water and air. It is unknown if there were any abnormalities in the accessories used for reprocessing. The device air/water nozzle was wiped/brushed with clean lint-free cloths, brushes or sponges. The air/water nozzle was flushed with detergent solution. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.